Manufacturer narrative:
Fluid was found above the o-ring showing that the o-ring is inadequate. The inadequate o-ring caused fluid to leak into the device, causing the corrosion. The device was unable to properly deliver insulin due to the fluid leak. Corrosion was observed on the pcb and on the top battery. All three batteries had insufficient voltage. An external power supply was used in an attempt to download the device data, but the data was unable to be downloaded.

Event description:
It was reported the patients blood glucose level rose to 400 mg/dl while wearing the pod between 36 and 48 hours. As treatment, the patient put a new pod on.